Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the event description, it is possible that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical's instructions for use (IFU) states that, extra care should be used when inserting angular and asymmetrical instruments, such as j hooks and clip appliers. All instruments should be centered axially when inserted through the sleeve's seal for easier insertion. This a combined initial and follow-up report.

Event description:
Name of procedure performed: laparoscopic myomectomy detailed description of event: during the procedure, the plastic inner seal of one of the trocars came off and fell into the abdominal cavity. The scrub team noticed a gas leak first and then found the plastic seal inside the patient's abdomen. The plastic piece was retrieved from the abdomen and the patient was not harmed. The product was discarded. Patient status: the patient was not harmed. Type of intervention: the plastic piece was retrieved from the abdomen.